Event description:
It was reported that there was a lead warning and the lead had a polarity switch, and unipolar impedance was higher than bipolar. The lead was unable to capture at maximum output in bipolar and was able to capture in unipolar at high thresholds. However, the patient complained of pocket stimulation in unipolar output. The physician was to be notified of this event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.